Manufacturer narrative:
Report source: sr. Sourcing and no product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified patient demographics requested however not provided. Concomitant medical products: 8015; 8110 (4) syringe tube; syringe.

Event description:
It was reported that the pca ext tubing leaked multiple times. The customer confirmed that there was no patient harm. The event occurred on bmt . A note attached to bag that stated; "leaking, changed multiple time, new tubing lot obtained from another unit , infusing fine".

Manufacturer narrative:
Supplemental created to remove "30853" from d4/serial # because it is a model #.

Event description:
It was reported that the (pca ext) tubing leaked multiple times. The customer confirmed that there was no patient harm. The event occurred in the bmt. ( a note attached to bag that stated; "leaking, changed multiple time, new tubing lot obtained from another unit, infusing fine".).